Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1719804 was performed and it was found that defects were found; however, the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformity. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that following mynxgrip vascular closure, the patient presented to the ER due to pain and coolness in the right foot. A surgical cutdown was performed with a thrombectomy device. The on-call endovascular surgeon used a fogarty catheter and removed what is believed to be the balloon of the mynxgrip vascular closure device. The mynxgrip vascular closure device (vcd) was used following a lower extremity angiogram bypass graft. It was reported that the patient¿s foot hurt since the mynxgrip vascular closure procedure.

Manufacturer narrative:
Please note that this report is a duplicate of 3004939290-2017-00469.